Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. No microbe was detected from the sample collected from the distal end and all channels of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, adaptascope (wassenburg), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The distal end: bacillus subtilis, bacillus amyloliquefaciens, and bacillus vallismortis (9 cfu in total). The instrument channel: bacillus subtilis, bacillus amyloliquefaciens, bacillus vallismortis, and lysinibacillus fusiformis (greater than 100 cfu in total). The suction channel: bacillus subtilis, bacillus amyloliquefaciens, bacillus vallismortis, and lysinibacillus fusiformis (greater than 100 cfu in total). The air/water channel: bacillus subtilis, bacillus amyloliquefaciens, bacillus vallismortis, and lysinibacillus fusiformis (greater than 100 cfu in total). The elevator wire channel: bacillus subtilis, bacillus amyloliquefaciens, bacillus vallismortis, and lysinibacillus fusiformis (greater than 100 cfu in total) omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.